Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3179643. D4. Medical device expiration date: 31-may-2024. H4. Device manufacture date: 12-jul-2023. D4. Medical device lot #: 3303920. D4. Medical device expiration date: 31-oct-2024. H4. Device manufacture date: 27-nov-2023. D4. Medical device lot #: 3303929. D4. Medical device expiration date: 31-oct-2024. H4. Device manufacture date: 04-dec-2023. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that for bd vacutainer® sst¿ blood collection tubes, 43 tubes were received with bubbles in the gel. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples from bd inventory were visually inspected. Gel air bubbles were observed in lot #'s 3273763, 3179643, and 3303920. No gel air bubbles were observed in lot # 3303929. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles for lot #'s 3273763, 3179643, and 3303920. This complaint has not been confirmed for gel air bubbles for lot # 3303929. Bd was not able to identify a root cause for the failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that for bd vacutainer® sst¿ blood collection tubes, 43 tubes were received with bubbles in the gel. There was no health impact or consequences reported.